Manufacturer narrative:
Date of event: exact date unknown, event occurred several weeks after the implant date. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336500, model: sc-8336-50, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patient developed an infection. It was noted that the patient had a history of developing infections. Nothing happened during the implant procedure that would have caused or contributed to the infection. The patient was placed on antibiotics and underwent a spinal cord stimulator (scs) system explant procedure. The explanted devices were not returned.